Event description:
It was reported that the patient treatment started very urgently and the error message "drive fan one defective" could be detected by the customer shortly after the start of the treatment. The cardiohelp was exchanged during treatment according to the instructions for use for low priority alarms. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the patient treatment started very urgently and the error message "drive fan one defective" could be detected by the customer shortly after the start of the treatment. The cardiohelp was exchanged during treatment according to the instructions for use for low priority alarms. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2022. The drive fans were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis the error message "drive fan one defective" was displayed twice on the date of event (B)(6)2022. The fst confirmed the root cause of the failure which is an electrical malfunction of the fan and therefore the fan was not working. A similar issue was already investigated by getinge life-cycle-engineering on (B)(6)2022. The fan was not working even with a supply voltage of 5v. The most possible root cause is a statistical breakdown. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. Furthermore in the instruction for use (chapter 9.4.3 low priority) it is stated that a cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2017 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2017. Based on the results the reported failure "error message "drive fan one defective"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.